Manufacturer narrative:
Product analysis: visual and optical examination of the two returned rods identified clear witness marks on one side of both rods, and no visible witness marks on the other side; additionally, both set screws backed-out at l5. These observations are consistent with severe spondylolisthesis, which may have prevented the l5 set screws from fully seating, which would have contributed to subsequent screw back-out. The above observations are consistent with incomplete seating of the rods during construct assembly. X-ray review: l5 set screw is out of screw head. Post-op/ pre-revision x-ray is provided. Notification is made about screw being out at time of surgery but this likely would have been seen on intra-op imaging. Unable to see what reduction of deformity occurred. Root cause- unknown.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: fusion levels implanted: l5-s1 it was reported that on an unknown date, post-op, l5 set screw loosened. L5 set screw had abnormal wear on the screw tip. Patient underwent revision surgery.